Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer (fse) reported on behalf of the customer, the connecting tube used with the oer-elite was broken. The clips broke off the connecting tube. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the additional information provided by the customer. Based on the results of the investigation, it is most likely the event was caused by external stress exerted on the lock lever. According to the instructions for use, the user can inspect for this failure: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received regarding this event. The connecting tube is a customer replaceable item that the customer replaced. The connecting tube was not sent back to olympus for evaluation as it had been discarded by the customer. Serial number for the connecting tube is not available. There was no patient impact related to this event.